Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer turned off pump prior to call and was unable to troubleshoot. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 215 mg/dl at time of event.